Manufacturer narrative:
Per manufacturer bwi, the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-00853 reference#pm00280828.

Event description:
It was reported that a patient with a history of ischemic cardiomyopathy underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a soundstar eco sms 8f catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of a (isvt) case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and 1200 plus cc of fluid was removed. The patient was reported to be in stable condition. No ablation catheter was used in this procedure. A transseptal puncture was performed with a baylis needle. Ablation was not performed. Physician is unsure of the cause of the adverse event. The patient did require extended hospitalization for observation. Patient outcome was reported as improved.